Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond and an open feed-thru wire in the header on the right atrial channel. Compositional analysis completed on two sample areas where the header was loose from the device case verified a uniform layer of medical adhesive on the header and very little medical adhesive on the titanium case. An x-ray of the device header found the ra header wire was fractured. All other header wires were intact. Detailed analysis revealed that the ra header wire fractured due to fatigue. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator exhibited atrial impedances greater than 2000 ohms. A revision procedure was performed and the atrial lead was disconnected from the device. The lead was measured with the program system analyzer and normal values were observed. The lead was then reconnected to the device and high impedances were still observed. The device was inspected and the header was noted to be damaged and not fixed to the device. The device was removed and replaced. All measurements were normal. The explanted device was returned for analysis. In addition, this device was included in the subpectoral implant 2009 product advisory. No additional adverse patient effects were reported.